Event description:
It was reported that during the procedure for treatment of an aneurysm in the aorta, an unspecified covered stent was deployed. A 7x20x135 non-abbott 35 dilatation catheter was advanced over a non-abbott guide wire through a 6x90 non-abbott sheath and positioned towards the renal artery. The sheath curved slightly with the anatomy causing the guide wire to kink. After the balloon was inflated inside the stent one time to approximately 8 atmospheres, an attempt was made to deflate the balloon; however, the balloon locked down onto the guide wire preventing balloon deflation. Force was required to remove the guide wire from the catheter. An unspecified .035 guide wire was inserted. The balloon was ultimately deflated using a 3cc syringe and the .035 guide wire which was used to puncture the balloon. The balloon catheter was withdrawn from the anatomy without difficulty. Although there was a clinically significant delay in the procedure, there was no adverse patient sequelae no additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: cook amplex; sheath: 6x90 boston. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Based on functional testing, dimensional measurements, and scanning electron microscopy imaging of the returned device, the reported difficulties deflating the device were confirmed. Although a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to ineffective balloon deflation has been identified. Further assessment of this issue per site operating procedures was performed and corrective and preventive actions are being put in place to prevent further recurrence of this issue.